Manufacturer narrative:
(B)(4). The device was not returned for evaluation, which limited the scope of the evaluation. A cuff miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event could not be verified. To help ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. No definitive cause could be determined and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a calcified right common femoral artery after a diagnostic procedure. The access site was described as scarred, but without calcification. Reportedly, a cuff miss occurred and some difficulty was experienced during device removal. The physician opened and closed the foot to get the device out successfully. Another proglide was attempted but also a cuff miss was experienced and the device was removed this time without difficulty. Manual compression was applied for approximately 25 minutes to achieve hemostasis. The patient did not experience any adverse effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The second proglide is being filed under a separate medwatch report number.